Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked form the septum. The customer's blood glucose was 332 (mg/dl). Reportedly, the customer loaded a new cartridge successfully and resumed insulin.